Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid (50 mg/ml, 2.451mg/day) via intrathecal drug delivery pump for malignant pain and non-malignant head/neck pain. It was reported that the patient's pain therapy had not been as effective as previous years over the past several months. The managing doctor performed a cap (catheter access port) aspiration, but reported the csf (cerebrospinal fluid) flow was not easy. The patient was seen by this rep in pre-operative prior to a dye test and possible revision. The hcp had difficulty aspirating from the cap port, so he opened the pocket and still had cap difficulty after visualizing the correct needle placement. The catheter was disconnected from the pump, and the hcp noted a piece of what appeared to be the patient¿s biological tissue inside the sutureless connector. This piece was removed, and the catheter reconnected to the pump. Subsequent cap aspiration flowed freely and easily. They verified placement and absence of leaks using omnipaque dye. The managing doctor was notified who ordered a reduction in the current dose now that the catheter was clear. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The issue was resolved. The patient status was 'alive - no injury.'